Event description:
The ventricles of the pt's brain became too large due to drainage failure. The valve needed to be replaced.

Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.